Event description:
The surgeon made the first penetration too deeply into the tissue then could not pull the needle through. He tried to take off the needle by pulling off the suture, but the needle was already separated from the suture. The next day, the surgeon put the pt under local anesthesia and managed to take the needle out safely.